Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient awoke at the beginning of induction testing and had to be restrained by several people to prevent him from falling off the operating table. Induction had been successful, but there were quite a few noise markers observed causing some undersensing. As a result of the noise, the time to therapy was more than 30 seconds. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the noise observed in the induction episode was consistent with myopotentials which were classified as noise intermittently during the first 16 seconds post-induction. The myopotential oversensing did delay detection; however, detection did occur and a shock was delivered at 32 seconds which converted the induced arrhythmia. The ts consultant discussed that muscle spasms and the patient movements when he awoke from sedation would be factors that would cause the observed oversensing. Additional troubleshooting was discussed. The field representative reported that testing was performed in the recovery room with the patient pushing up from sitting and performing deep breathing; the noise was not present on the electrograms. The s-ICD and electrode remain implanted and in service. No additional adverse patient effects were reported.